Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6b.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Yellow particles in device inner surface are observed. Green particles in device outer surface are observed. Broken of plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right-side deflation. Device has been explanted and replaced.